Event description:
Customer reported that the insulin pump display screen looked like it had condensation behind it. The blood glucose reading was 220 mg/dl. She was assisted with programming the insulin pump. She reported that the blood glucose had been going high while she was sleeping at night. Nothing further was reported.